Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold and high impedance measurements. It was noted that the lv lead had an insulation breach shown when the lead was flushed with saline and the outflow was seen through the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at 43 cm, 43.2 cm, and 43.8 cm, explant damage. If information is provided in the future, a supplemental report will be issued.